Event description:
A report was received that the patient developed an infection at the battery site. The patient was experiencing redness at the pocket site. The physician explanted the scs system and prescribed clindamycin antibiotics. The patient was reportedly doing fine after the explant procedure.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-8216-50 (B)(4) model description:artisan 2x8 paddle lead (lim), 50 cm the explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility.

Event description:
A report was received that the patient developed an infection at the battery site. The patient was experiencing redness at the pocket site. The physician explanted the scs system and prescribed clindamycin antibiotics. The patient was reportedly doing fine after the explant procedure.